Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old male patient was implanted with an impella 5.5 pump for mechanical circulatory support. During the course of support, the impella 5.5 pump was inadvertently pulled back into the aorta overnight and needed repositioning. The impella was removed, and interventional cardiology arrived at re-implant the device. Upon reinsertion, the device became stuck under the papillary muscle. Attempts to reposition the device failed to free the pump from under the papillary muscle. The staff was advised on the risk of hemolysis and that the flow rates were compromised as a result of the positioning. The doctor did not want to attempt any further and the decision was made to proceed with support with the improper positioning. The staff was unable to re-enable placement monitoring as severely dampened motor current was causing false alarms. The patient reportedly passed away the following day. It cannot be definitively denied that complications with the pump may have contributed to the patient's passing.